Event description:
The manufacturer received information from an end user alleging the manufacturer should be more cognitive of replacing plastic clips with magnetic clips and give options to patients with pacemakers to avoid the magnets. There was no report of patient harm or injury. There was no report of medical intervention. No product will be returned for investigation. Labeling included with the mask warns the user "the headgear clips and mask cushion contain magnets. Contact your healthcare provider before you use this mask. Some medical devices may be affected by magnetic fields. The magnetic clips in this mask should be kept at least 2 inches away from any active medical device with special attention to implanted devices such as pacemakers, defibrillators, and cochlear implants. The manufacturer will continue to monitor complaints for similar issues. The manufacturer concludes no further action is needed at this time.